Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were found in an amia automated peritoneal dialysis set with cassette. This event occurred during the initial drain of therapy. The patient was connected to the device. The care giver (cg) stated that they saw a lot of air in the patient line. Renal therapy services advised the cg to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.